Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the imaging system doors will get stuck when opening and then opening will stop. There was no patient present when this issue was identified.